Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001822565 - 2021 - 03315.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001822565 - 2021 - 03315.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 802403601 3036377 zb 12/14 cocr frdm 36mm x -6; 01.06010.305 3026493 avenir stem lat cemented 5. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to unknown reason. X-ray review shows acetabular implant is abnormally vertical in position. There is heterotopic ossification laterally and a metallic density overlying the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.